Manufacturer narrative:
Additional suspect device components involved in the event: model# sc-8116-70, description: artisan 2x8 paddle lead. The explanted devices will not be returned for evaluation.

Event description:
A report of the patient's precision system explanted was received. The patient stated, the device never worked for her.